Event description:
It was reported that an ilet user experienced low blood glucose and treated the hypoglycemia with candy and juice, then ate lunch without announcing the meal, after which glucose rose to a high level; the event was attributed to user overtreatment and unannounced intake, with no device component implicated. Symptoms included hypoglycemia followed by hyperglycemia ranging from 60 mg/dl to 242 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.